Event description:
Customer reported the system is mixing up images and the printer is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended.